Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had external flash crc error. Customer's blood glucose level was 99mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump alarmed external flash crc error during the self test due to a faulty component on the mother board. Pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.